Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a , batch/lot number: n/a, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed to remove and replace the ipp. The location and source of the fluid loss are unclear. No farther patient complications were reported.